Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This report is filed since the clip delivery system was difficult to remove through the steerable guide catheter. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. Two mitraclips were implanted without reported issue. A third clip delivery system (cds 70915u161) was advanced into the steerable guide catheter (sgc); however, did not advance beyond the guide flush chamber. The intravenous fluid bag was observed inadvertently placed upside down. Air had entered the tubing and into the mitraclip system; aspiration was performed. Cds removal was attempted; however, difficulty was experienced as the mitraclip was hooked on the edge of the clip introducer. The cds could not be advanced nor retracted at this point. The cds and sgc were, therefore, removed as a single unit. The two previously implanted mitraclips were considered sufficient, reducing the mr to grade 2+, and the procedure was discontinued. The patient is in fine condition. After the devices were removed, outside the anatomy, an attempt was made to separate the cds from the sgc; resistance was met. The mitraclip that was hooked on the clip introducer caused a tear in the clip introducer. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported difficulty removing the cds from the sgc appears to be related to procedural conditions due to the clip caught on the clip introducer, as it can cause the clip to not fully close which then can result in resistance while retracting the cds from the sgc. The clip arm can rub on the sgc and created friction while removing the cds. There is no indication of a product quality issue with respect to manufacture, design or labeling.